Manufacturer narrative:
Upon visual inspection there were no issues found that would be related to the reported event. The integrated electrosurgical unit (iesu) was tested using the system. The unit energized and showed the bipolar slot 2 issue. The iesu will be sent to the original equipment manufacturer. The root cause is attributed to electrical issues due to a defective generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a nurse contacted dvstat to report intermittent issues with the bipolar functionality. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended checking for any error prompts, but the caller reported none. The tse then suggested replacing the bipolar energy cable with a new one. However, the caller was unwilling to replace the cable and requested a field service engineer (fse) to inspect the system. The procedure was completing as planned with no report of patient injury. Intuitive followed up and obtained additional information. The customer used the bipolar and monopolar energy of covidien. The customer refused to use the erbe generator. The customer completed the procedure with the covidien. The procedure was a gynecological procedure.